Manufacturer narrative:
(B)(4). The analysis results found that the cdh25a device arrived in good visual condition. The breakaway washer was present, uncut and the device was fully loaded with staples. Further analysis of the device showed that the trocar was damaged not allowing the anvil to properly assemble on the device. Once the anvil was attached to the device it was difficult to remove. No functional test was performed due the condition of trocar. No conclusion could be reached as to how the trocar became damaged. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, it had a difficulty in removing the anvil from the trocar. Also, it had a difficulty in setting to the trocar. Another competitive device was used to complete the case. There were no adverse consequences to the patient.